Manufacturer narrative:
The motor battery charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The motion controller for the imaging system was returned to the manufacturer for evaluation. Testing found that the unit would not calibrate and that resisters on the potentiometer were open.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the imaging system experienced difficulties driving forward. Preemptive, the motion batteries, motor battery charger and motion controller were replaced. The imaging system then passed the system checkout and was found to be fully functional. The motion controller and motion battery charger have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the motion batteries of the imaging system were not holding a charge. There was no patient present when this issue was identified. No additional information was provided.